Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened. Issue noticed before surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, e1, g1-2, g4, h2, h3, h6, h7, h10. H7 - corrective action has been initiated for the reported issue. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process).corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened. The event was noticed before surgery.